Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179940 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 179940 and device part number 195-430h / lot 178645. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)(B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Please referance related MFR report number: 1221359-2022-03305.

Event description:
The consumer reported false negative result using binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with a nasal swab. This report is for test two (2) of two (2). Confirmation testing of an unknown type was used generating a positive result. Consumer stated that they were sick in reality when they had tested negative. No additional patient information, including treatment and outcome, was provided.